Event description:
I have breast implant illness, severe joint pain, swelling/inflammation throughout my body labs to prove it, weird rashes, excessive fatigue being treated for rheumatoid arthritis. Reference report mw5165054.